Event description:
It is reported that the device was implanted in 2004 and revised in 2009, due to the patella shearing off.

Manufacturer narrative:
Evaluation summary: no product was returned for eval. Also, no x-rays were returned for review. The device was in vivo between 4.5 and 5.5 years. The pt's height, weight, activity level, build, and age are unk. Based on the available info a definitive root cause cannot be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.